Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was reported on an online forum and provided to the manufacturer by a separate patient. The event date reflects the date of the forum posting. The event occurred in the united states. No further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced issues with the valve. The patient had ¿bad pressure¿ when changing positions, like lying down or standing up. Issues with sneezing, coughing, and evacuating were also noted. It was stated the patient was in ¿terrible pain.¿